Manufacturer narrative:
On november 27th 2019 we have received the stem and head involved in the complaint. Visual inspection performed by r&d shoulder manager: preliminary investigation confirmed during visual inspection. "Based on the provided picture of the explanted devices, the following considerations can be made: one screw is broken at about 1.5cm below the head; the inner screw was removed, presumably during the main screw removal; the head of the second screw was broken, presumably during the removal; the baseplate does not show any major signs of damage; no massive bone residuals are visible on the central post; the liner, the glenosphere and the glenosphere screw do not show any signs of damage. No considerations about the event root cause can be made."

Manufacturer narrative:
Batch review performed on 10 july 2019: lot 175039: (B)(4) items manufactured and released on 07-mar-2018. Expiration date: 2023-02-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d project manager: based on the provided picture of the explanted devices, the following considerations can be done: one screw is broken at about 1.5cm below the head; the inner screw was removed, presumably during the screw removal; the head of the second screw was broken, presumably during the removal; the baseplate does not show any major signs of damage; no massive bone residuals are visible on the central post; the liner, the glenosphere and the glenosphere screw do not show any signs of damage. No considerations about the event root cause can be done. Clinical evaluation performed by medical affairs director: revision surgery performed 6 months after reverse shoulder arthroplasty in a (B)(6) year old man. Patient general health status, comorbidity and level of activity are unknown. In the images provided, the glenoid component looks tilted, inferior screw is broken and radiolucent area over the central peg is visible. It seem that a caudal to cranial force has been applied to the implant and this caused the tilt of the glenoid baseplate and screw breakage. An unexpected movement of the patient in addition to possible poor bone quality may be the cause of the event. The reason of this failure cannot be determined. Additional implant involved in the event, batch review performed on 10 july 2019: reverse shoulder system 04.01.0164 glenoid polyaxial locking screw - l42 (k170452) lot. 174751. Lot 174751: (B)(4) items manufactured and released on 30-jan-2018. Expiration date: 2023-01-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
After about 5 months from the primary surgery, shoulder revision surgery performed for baseplate mobilization and polyaxial locking screw breakage. The surgeon revised successfully the baseplate, the glenosphere, the liner and the screws.